Manufacturer narrative:
Additional info has been requested. Subject device was not implanted and/or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
During a right hip fracture procedure, surgeon inserted the 11 mm 130 degree ti cann trochanteric nail and was in the process of inserting the 11.0 mm helical blade when the helical blade got stuck. Surgeon impacted the blade to try to insert further without success. Surgeon then started to backslap the blade to remove without success. Surgeon tried to use a screwdriver to lock down the locking mechanism with no success. An x-ray was taken to see if the problem could be located and nothing was found impeding the blade. Surgeon removed the blade and nail with the removal device, selected another nail and blade and completed the procedure with no further problems. The procedure took approximately 2 hours. This is one of two reports for this event.